Manufacturer narrative:
Two diamondclean brush head reported, second serial number is (B)(4) with a manufacture date of 10/18/2017.

Event description:
Consumer called stating that bristles from the diamondclean brush head were falling off. No injury reported.